Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 high/low glucose alarm failed to trigger, and the customer subsequently lost consciousness. The customer reported healthcare provider treated customer with pain medication, x-ray, and unspecified fluids. No diagnosis information or further information was provided. There was no report of death or permanent injury associated with this event.